Event description:
It was reported, the distal end cover of the bronchovideoscope was burned. It is unknown, when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b1, d4, e1 (telephone number) and g2. (D4 should be blank and in g2 health professional should be unmarked.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint plastic distal end cover burnt was confirmed. Based on the results of the in investigation, it is likely the plastic distal end cover was burnt possibly due to high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "bf-1tq290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope", and preventative measures in "bf-1tq290 operation manual: chapter 4 operation:4.3 using endo therapy accessories." Olympus will continue to monitor field performance for this device.